Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a strand of hair in the packaging of a vented repeater pump tube set. This was noted before opening the device¿s package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a hair inside the package. The reported condition was verified. Since the package was unopened, the hair must have come from the manufacturing process. Therefore, the cause of this issue is determined to be a manufacturing process issue. Should additional relevant information become available, a supplemental report will be submitted.